Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with with 1ml juvéderm voluma® xc in the chin and then repeating the injection about two months later. A little over a year later, patient noticed "bony resorption" in their chin on an ultrasound after getting dental implants. The event was asymptomatic. The patient declined any treatment and has remained asymptomatic but underlying event ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the second injection of suspect product, juvéderm voluma® xc.